Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Visual inspection of the as returned product identified wear about the implant collar and internal drive feature. No pre-existing conditions were noted on the per. The reported product was located on tooth # 30 (universal) and the implant was removed the same day as placement. Images returned by the customer show the reported transfer mount, which is noted to be fractured at the hex feature. Another image shows the reported implant implanted into the surgical site document type(s) reviewed: ¿tapered screw-vent® implant system¿ 5161, rev. 3/12. & ¿instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants¿ 4869 rev 7-01/16; breakage; page 3 DHR review was completed for the subject lot number 1222752. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1222752) for similar cause and no other complaint was identified therefore, based on the available information, device malfunction did occur and the reported event was confirmed. No immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Date of birth unknown / not provided. Weight unknown / not provided. Last name and email address unknown / not provided. Additional PMA/510(k) numbers: k101880.

Event description:
It was reported that the screw fractured and the implant was removed. Tooth location 30.